Event description:
It is reported that the patient is unable to hear with the implant. The patient had fallen about a month ago. Re-implantation is being considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.